Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018. Thread on corail adaptor is not engaging into the thread of stem prosthesis. Appears to be damaged on examination. Alternative corail adaptor was sourced and used to extract stem. Five minute delay to procedure. (B)(6).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.